Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that ns9008 special device unitized was implanted via l-p shunt on (B)(6) 2019. The initial setting was unknown. The patient visited the hospital due to worsening condition. No cerebral ventricular contraction was observed. On (B)(6) 2019, the valve was replaced with a new valve (cartas) via v-p shunt. There was no surgical delay and no adverse consequence to the patient. No further information was provided by hospital. Additional information was received on 09/24/2019 that the patient's condition worsened and ventricle enlargement was observed by shunt contract. Obstruction was suspected. There was delay of more than 30 mins. Though it did not cause impact to the patient. After the procedure the patient was in remission.

Manufacturer narrative:
Valve was received for evaluation: DHR - conformed to the specifications when released to stock failure analysis: - the valve was visually inspected, biological debris were noted. The valve passed the tests for programming, occlusions, leaks, siphon guard, reflux and pressure. Root cause: no. Root cause could be determined as the technician did not find any functional problem with the valve. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4), director of regulatory programs, office of product evaluation and quality and (B)(4), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Event description:
N/a